Event description:
(B)(4). Event occurred in (B)(6). On:(B)(6) 2019, the patient reported that she was pregnant. Reportedly, her infusion set's tubing detached from the connection part of the infusion set in more than five different infusion sets from the same lot. On (B)(6) 2019, the first detachment occurred. She discarded the whole box from which she took the detached infusion set. Then she opened another box and the same issue occurred. She had five boxes and, in each box, 1 to 3 infusion sets detached. With these infusion sets, she noticed the detachment soon enough because the tubing was dangling from her body. In the morning of (B)(6) 2019, she did not notice the detachment until after breakfast when her blood glucose level rose to 17 mmol/l. Reportedly, she inserted the infusion sets in her gluteus area. No further information available.